Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: . The complaint about the needle button released could not be determined. The device was returned with the needle release button retracted and the needle button depressed. The device appears to have performed as expected.

Event description:
The patient reported that the needle button popped out after approximately 14 hours of being attached to her skin. The patient indicated that she placed a new v-go yesterday at 10:00 p.m. And today, (B)(6) 2019 at lunch time,she noticed that the needle button was popped out.